Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. Troubleshooting was attempted, but was not successful. At this time, no further information was able to be obtained. The system remains in service and there were no adverse patient effects reported.